Event description:
It was reported that error code 41541 (constant) was experienced.

Manufacturer narrative:
Additional information was received indicating there was no patient involvement, issue was found during testing. (Updated h6 event problem patient code), corrected data: updated d1 and d4, catalog number.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was duplicated. There was a constant error alarm with code 41541 upon power up. Replaced latch/lock optic flex sensor. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.